Event description:
Tech put on sterile glove size 7.5, noted a small hole in the finger of glove. He donned a 2nd pair of sterile gloves, continued to set up the sterile field and noted a small hole in the back of the glove.